Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and data accuracy test at 0.0875 inches. No over delivery anomaly or under delivery anomaly noted. No bolus anomaly or basal anomaly noted during testing. The stop (idle) current and run current measurement tests are within specification. The pump also passed self test, off no power alarm test and a21 error test. The test battery was removed and reinserted with no failed battery test alarm noted during testing. The following were noted during visual inspection: minor scratched display window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. Please see below when reviewing the history download. There is no data available due to the pump was stored for an extended period without a battery. Unable to verify battery type alarms/failed battery test alarm/battery voltages in the pump's history download file due to no data available. The insulin pump passed the functional testing. Unable to confirm alleged high bg's. Failed battery test alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on with a blood glucose level of 1007 mg/dl. The customer experienced symptoms such feeling feverish. The customer was treated with manual injections. The customer was assisted with paramedics and was in a coma for 4 weeks in the hospital. The customer was hospitalized on (B)(6) 2016. The customer was wearing the insulin pump during the hospitalization. The customer received a failed battery test on their insulin pump but did not want to troubleshoot the issue. The insulin pump will be returned for analysis.